Event description:
Related manufacturer report number: 1627487-2022-05333. It was reported that during the patient's lead replacement procedure on (B)(6) 2022 the physician was not able to get the screws of the ipg to reengage and the ipg was then explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.